Event description:
It was reported that there was patient injury and a car accident. There was a loss of therapeutic effect. The right side wires slipped and stopped working, but the left side was working. There was also a burning sensation in the back, which was hurting and caused her to wake up at night. It was also noted that the patient had other medical conditions that had occurred over the past year in 2014. These issues include the spine sliding 6 cm or 2 inches off the base and lost height, 2 knee replacements, she ¿died¿ in surgery twice, had crohn¿s disease, congestive heart failure and being on 24 hour nitro, 40% blockage in the main artery and 100% in bottom, and she had been on other medications as well. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).